Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). Customer states that the meter is giving hi and she only wants to know how high the meter will read before it will give the hi. I review with customer the information, customer then states that she does not need any further assistance and then disconnected the phone. Note: manufacturer followed up with the customer couple of times, but and unable to reach - no product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi display - customer states that she only wants to know how high the meter will read before it will give the hi. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/29/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.